Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07oct2019, b4: 07oct2019, d4: serial number of unit is (B)(6). The service technician performed extended self-test (est) and short self-test (sst) and the unit passed. The service technician reviewed the error log and located an error consistent with gas supplies lost: safety valve open alarm. The service technician was unable to duplicate the error and performed a second est on the unit. The unit passed, was fully operational, and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported failed calibration test. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been.

Event description:
The customer reported failed calibration test. There was no patient or user harm reported.